Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was was reported that while using a bd facsmelody¿ brv 9 color plate EU leaking was found from the flow cell, both with closed-loop and sorting nozzles. There was no report of patient impact. The following additional information was provided by the customer: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Facsflow (saline solution). 5. What is the source of leak -- waste line or non-waste line? Waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Initial reporter phone# (B)(6). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd facsmelody brv 9 color plate EU leaking was found from the flow cell, both with closed loop and sorting nozzles. There was no report of patient impact. The following additional information was provided by the customer: was the leak contained within the instrument no was the leak in a customer accessible location yes was there spray of fluid under pressure no what was the fluid that leaked facsflow saline solution what is the source of leak waste line or non waste line waste line was the customer exposed to blood or bodily fluids no was there any physical harm to the customer as a result of the leak, no.